Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had low blood glucose value. Customer's blood glucose value was 54mg/dl and current value was 215mg/dl. Customer treated it by drinking orange juice. Customer reported that the pump was worn during a medical procedure or test around an magnetic resonance imaging. Displacement test was performed and it passed. Insulin pump will not be returned for analysis.